Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an abbott vascular proglide closure device failed and resulted in a leak of the right common femoral artery. Subsequently, a stent was implanted. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).